Manufacturer narrative:
(B)(4). Batch # u5dl73 (B)(4). Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no visual non-conformances and with a gst45b reload (b) present. The reload was received fully fired. In addition a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a laparoscopic appendectomy procedure that after the first firing the device was attempted to be reloaded with a second blue cartridge, but they were unable to get the cartridge in to the device. There looks to be a piece of metal in the jaws preventing cartridge from being loaded. First firing was perfect with no issues. Another like device was used to complete the procedure. There were no adverse consequences for the patient.